Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the last year the user experienced 5 cartridges that were not accepted by the pump during the load process. Reportedly, a notification would occur. There was no impact to the user's blood glucose level.